Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
(B)(4).

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested, additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A pacing lead was returned from an unknown source with no information. Information identified in the manufacturer's data base indicated the patient died approximately one month post implant of the lead and an implantable pulse generator (ipg). A cause of death has been requested and not be received.